Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that that during a surgery, the ophthalmic knives did not cut as expected. Procedure details and patient impact were not reported.

Manufacturer narrative:
Three opened knives, in a blister were received for the report of blade do not cut. Samples were visually inspected and found to be conforming. Functional penetration testing was performed on all three samples and samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).